Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: the actual device was returned to the manufacturer for physical a visual inspection of the returned cycler exterior showed signs of physical damage: broken stay safe. There were no visual indications of dried fluid within the cassette compartment on the pump.there were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A (as-received with reduced dwell) simulated treatment was performed and completed.valve actuation test ¿ passed.system air leak test ¿ passed.the device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.

Event description:
A peritoneal dialysis (pd) nurse reported that the patient was previously hospitalized. The patient was admitted to the hospital on (B)(6) 2025 and diagnosed with peritonitis and bilateral pleural effusions. The patient was discharged on (B)(6) 2025. No further information was documented. Additional details were provided by the patient¿s peritoneal dialysis registered nurse (pdrn). The pdrn confirmed the documented information. However, the patient had checked out of the hospital against medical advice (ama). No information pertaining to the hospitalization was available.

Event description:
A peritoneal dialysis (pd) nurse reported that the patient was previously hospitalized. The patient was admitted to the hospital on (B)(6) 2025 and diagnosed with peritonitis and bilateral pleural effusions. The patient was discharged (B)(6) 2025. No further information was documented. Additional details were provided by the patient¿s peritoneal dialysis registered nurse (pdrn). The pdrn confirmed the documented information. However, the patient had checked out of the hospital against medical advice (ama). No information pertaining to the hospitalization was available.

Manufacturer narrative:
Clinical review: there is a possible temporal relationship between peritoneal dialysis and utilization of the liberty select cycler and the patient¿s bilateral pleural effusions, however, there is no documentation to show a causal relationship between the pleural effusions and use of the liberty select cycler. Additionally, there is no allegation of a device malfunction reported for the event. The patient has a history of lung cancer and heart failure which are both factors that can cause or contribute to the development of pleural effusion. There is a temporal relationship between peritoneal dialysis and utilization of the liberty select cycler and liberty cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the use of the liberty select cycler or cycler set and the patient event of peritonitis. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this event. Although no information was provided related to culture results or the determined cause of the reported peritonitis, all pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Based on the limited information and no allegation of a malfunction, deficiency, or defect the liberty select cycler and cycler set can be excluded as the cause of the patient¿s reported peritonitis and bilateral pleural effusions. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.